Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-2-uni-celect. Device is similar to device with 510(k) k090140. Summary of investigational findings: investigation of the returned product found that hardened contrast agent has caused the filter to get stuck, although it is unconfirmed whether this occurred during or after the procedure. Without further information it is not possible to investigate root cause any further and it is concluded that hardened contrast caused that the filter got stuck. It is noted that the event did not harm the patient and that the procedure was completed successfully using a new device. There is no evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description according to complainant: the surgeon tried to deploy the filter in postcava many times but failed to deploy. Withdraw the filter and replace new one to finish the procedure. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-2-uni-celect. Device is similar to device with 510(k) k090140. Investigation is still in progress.

Event description:
Description according to complainant: the surgeon tried to deploy the filter in postcava many times but failed to deploy. Withdraw the filter and replace new one to finish the procedure. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.